Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that water tightness was lost due to deformation of the electrical connector guide pin. Also, it was observed that the guide pin itself had corrosion. Upon further inspection, it was observed that there was a gap between the acoustic lens and the ultrasound probe. This finding was associated with the finding of a peeled the acoustic lens. Additionally, it was observed that the displayed ultrasound image was defective due to a chip in the acoustic lens. Also, it was observed that the displayed ultrasound image was defective with missing elements due to damage on the ultrasound cable. It was observed that there was corrosion due to water leakage on the sheet holder, electrical connector and on the ultrasonic connector. It was also observed that the up and down knob could not be locked securely due to wear of the lock engagement lever. It was observed that the bending angle in all directions did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the adhesive on the bending section cover had a chip. It was observed that the connecting tube and the universal cord had buckling. It was also observed that there was a scratch on the switch box, objective lens and on the lock engagement lever. It was observed that there was a cut on the image guide protector. It was observed that the plastic distal end cover plate was unclear. It was also observed that the suction, air, and water cylinder had discoloration. Lastly, it was observed that the elevator channel plug was loose. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of a gap between the acoustic lens and the ultrasound probe could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited a gap between the acoustic lens and the ultrasonic probe. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.